Manufacturer narrative:
External insulation abrasion was noted at 21.1-21.3cm from the original proximal end of the svc shock coil, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
It was reported that the lead was electively replaced during a normal device upgrade. After the removal of the lead, insulation damage was observed. The damage seemed to be associated with lead removal. No electrical anomalies were detected. The patient condition was normal after the event.